Event description:
The patient was not converting from the induced vf during the implantation procedure. Therefore, the ICD was not implanted.

Manufacturer narrative:
Patient was not converting from the induced vf during implant. The analysis on this device is pending.